Manufacturer narrative:
Date of event approximated to (B)(6),2024, based on the date stent removal procedure. Block e1: additional physician information dr. (B)(6) dr. (B)(6). Imdrf device code a150207 captures the reportable event of stent difficult remove. Imdrd device code a040501 captures the reportable event of stent calcified.

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent removal in (B)(6) 2024. Several patients' stents were calcified they originally was implanted in (B)(6) 2024. Removal of the double catheter also required a laser.